Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported dislodgement was confirmed. The reported physical resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported dislodgement, physical resistance, difficulty to remove and subsequent patient effect of foreign body in patient appear to be related to challenging anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification and heavy tortuosity in the proximal circumflex and proximal left anterior descending coronary artery. The 3.25 x 23 mm xience alpine stent delivery system (sds) was advanced with resistance and became stuck in the ostial circumflex/left main artery. The sds was withdrawn, but the stent remained lodged in calcium. A small balloon catheter was advanced up to the dislodged stent and the balloon was put through the dislodged stent and was able to remove the dislodged stent from the calcification. However, when the sds was being retrieved the stent became lost in the left main. Fluoroscopy could not locate the dislodged stent. It was uncertain if the dislodged stent remained free floating in the patient anatomy. The procedure was aborted due to the heavily calcified vessel. The patient remained stable during and after the procedure. No additional information was provided.